Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an intermittent occlusion alarm occurred. Customer resumed insulin therapy, as well as changed the pump supplies, and successfully resumed the insulin therapy. The customer¿s blood glucose level was 150 mg/dl.